Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. (B)(4)

Manufacturer narrative:
Conclusion: product did not contribute to event. Evidence product was in spec when used.

Event description:
Allegedly the component came off the trunion.